Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The 3.0 x 28 mm and 3.0 x 12 mm rx absorb devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that the procedure in (B)(6) 2015 was to treat 70% stenosis in the proximal to distal left anterior descending artery. The patient presented with unstable angina. Optical coherence tomography (oct) was done and pre-dilatation was performed prior to implanting 3 absorb scaffolds (3.5x28mm, 3.0x28mm and 3.0x12mm) in the 3 locations. Post-dilatation was performed and oct confirmed good wall apposition and less than 10% residual stenosis. The patient returned less than 6 months after implantation with angina and severe restsenosis was found. Drug eluting stents were implanted for treatment. The final outcome was very good and the patient is doing well. It was confirmed that the patient had been compliant with dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.